Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced multiple, intermittent occlusion alarms. The customer's blood glucose levels ranged between 240-300's mg/dl. Correction boluses and manual injections were administered to address the bg levels. The contact stated that the occlusion alarms would be resolved by either resuming insulin or changing all supplies and then resuming insulin deliveries. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.